Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea, vomiting, the presence of ketones and dehydration due to hyperemesis. The pod was removed at the hospital and patient was treated with 8 units of subcutaneous insulin, which was delivered by injection and intravenously. Patient was also treated with fluids and zofran. The patient was admitted to the intensive care unit (ICU) and remained hospitalized on the day of reporting. Patient's mother also reported while pod was being worn, the adhesive was not secure ("folded up on itself") and the pod's cannula appeared bent upon removal..

Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was found to not be bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation of the pod found no damages or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The pod was received with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive pad heat welds found no damages or manufacturing deficiencies that would result in an adhesive failure. The exact cause of the reported failure to adhere could not be determined.